Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported that the a2101 mayfield ultra base unit was loose. There was no known patient contact or surgery delay.

Manufacturer narrative:
Unique device identification(UDI): (B)(4). Mayfield base unit was returned for evaluation. Device history record (DHR) - the DHR shows no abnormalities related to the reported failure. The reported complaint was confirmed from the evaluation of the returned product. The shock cushion has moved forward in handle and is impeding the handle from closing and holding properly. The investigation found that parts of the device was worn out need to be replaced. The observed condition is likely caused by wear and tear. The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.